Event description:
It was reported that during a ptca procedure, the catheter became stuck on the wire. During removal the tip of the balloon and some balloon material separated and remained on the wire. The catheter and wire were removed as one. No pt injuries or complications occurred.